Event description:
A malfunction alarm was reported with malfunction code "malf 0." There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and no further recurrence of the malfunction was reported. The customer continued to use the pump and was instructed to call back if the issue reoccurred.